Manufacturer narrative:
Per additional information received from investigator, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the proximal end of the guide wire inside the package was found bared. Per sample evaluation, the guidewire introducer was missing while the guidewire causing the wire to be bared and was also damaged. Per mail received from investigator on 07jun2021, stated that the wire was actually damaged and frayed from multiple bends.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the proximal end of the guide wire inside the package was found bared. Per sample evaluation, the guidewire introducer was missing while the guidewire causing the wire to be bared and was also damaged. Per mail received from investigator on 07jun2021, stated that the wire was actually damaged and frayed from multiple bends.